Event description:
An abl725 analyzer reported a 1 point calibration drift error on the pco2 electrode. Instead of following the procedure for this kind of problem in the operator's manual (error no. 376), the user then ran four calibrations in a row which all reported the same drift problem. Then a fifth calibration was run with no drift problem, the user trusted this results, but the result made no sense to the doctor. The analyzer was then examined and a clot was found in the first chamber.